Event description:
The customer reported that the dilution cup was overflowing, and the probe dripped into the reagent vials causing hemolysis.

Manufacturer narrative:
The customer reported that the dilution cup was overflowing and the probe dripped into the reagent vials causing hemolysis. It is unk which tests were being performed at the time of the incident. Through troubleshooting assistance, the customer found that the tubing to the waste container was pinched. The customer straightened the tubing. Issue was resolved without the need for service. The log files submitted identified several xyzerrcod h error messages being posted by the instrument regarding fluidics issues. The user acknowledged the error messages and continued testing. Erroneous results were not reported as a result of this incident. However, if this incident were to recur undetected, erroneous results could be reported and possible transfusion of incompatible blood could occur.